Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit failed the rotor test. The unit was triaged and the customer¿s reported condition was confirmed. Service found an issue with the gearbox. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/08/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump failed the rotor test and displayed feed error instead.